Event description:
Home health nurse from reported there is an error message on pump: "alarm system timeout", per the curlin 6000 manual, cause: empty lithium battery, resolution: send pump to moog or licensed service provider. Nurse did not have any batteries to replace or an ac adaptor. Nurse already had infusion mixed and bagged so she will use the d-a-f gravity tubing and follow the pump sheet rates for today's infusion. She will need a new replacement pump asap though. No further information given. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use serial number: (B)(6). Set flow rate and volume delivered are unknown. Did we replace device? Yes, if yes, was the patient able to successfully continue their infusion? Yes, via gravity what is the outcome of the event? Resolved. Diagnosis for use: mucopolysaccharidosis, type ii.